Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the auxiliary 6.1 often exhibited symptoms of being undetected on the bus. A field service engineer replaced the retractor band and the drawer controller to resolve the issue. Additionally, preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer repeatedly failed, which hindered users from accessing medications for patients. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.